Event description:
It is reported that the pt was revised due to the tibial component being loose. It was noted that the component was easily removed with no cement attached. Implant and explant dates are unk.